Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Wireless recharger (wr). Pt reported talking with a manufacturer representative (rep)  who said they had to call patient services because starting 2 days ago the pt could no longer get a full charge to their implantable neurostimulator (ins) battery. Pt could get the ins recharged to 60% and sit for hours and it would not continue to recharge the ins. During call pt reset the wireless recharger and closed all applications. Pt was able to get excellent connection. Pts ins battery was at 60%. Pt was transferred to registration to get registered. No symptoms were reported. Additional information was received from patient (pt) who reported the cause of the inability to charge was due to low recharging speed. They reported their implant moved a little bit but it works fine now. They reported they got help understanding about recharging and the issue was resolved.